Event description:
It was reported that a patient with a deep brain stimulation implantable neurostimulator (ins) experienced a burning sensation and intermittent electric shocks going to the brain, which seemed to be worse in the morning. It was suspected that there was an issue with the ins, and it was reported that the ins needed to be replaced this year. The patient was referred back to the healthcare provider and was advised to consider going to the emergency department if not receiving a call back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.